Event description:
The essure tubal occlusion device was inserted through the operative port and the tip of the essure device easily slid into the right ostium. The essure hand piece was wheeled back as directed per manufacturer's instruction, button was released to deploy the device. When the device was withdrawn, it was noted that the coil had not separated from it's protecting sheet, coil was not present in the tube. The entire device was pulled out of the operative port. Attention was then turned to the left ostium with another essure device which was again advanced and activated in the usual fashion. The sheath again was still attached to the coil, and the entire device was withdrawn again. A third essure device was opened, and inserted after confirming steps to deploy from manufacturer's instruction, the wheel stopped midway after deploy button was pushed, and the entire device was pulled out. Decision was made to perform laparoscopic tubal fulguration. Once incisions were made the essure coil was visible and perforating through the left coruna. Small amount of bleeding was present after removal of the coil and it was coagulated.what was the original intended procedure?hysterocopic essure tubal occlusion.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.